Manufacturer narrative:
Ts discussed the case and noted there was an episode stored in the device from (B)(4) 2015 where the device delivered three inappropriate anti tachycardia therapy and eight inappropriate shocks and therapy was exhausted. A revision took place to reposition the rv lead after this occurred. It appeared that artifacts were seen on the rv and shock electrocardiogram associated with atrial activity resulting in oversensing and thus inappropriate therapy to be delivered. It was noted by ts that prior to the stored episodes a drop in rv intrinsic amplitudes was seen as well as a drop in pacing impedance measurements, while four to five days after the episodes there was a significant increase in rv intrinsic amplitude and the rv impedance also jumped back up by about 300 ohms. At this time the system remains implanted, no further changes were made.

Event description:
Boston scientific received information that this patient presented to the emergency room due to beeping tones as a result of out of range shock impedance measurements noted on the right ventricular (rv) lead. There was no noise noted and no damage seen on the rv lead upon taking an x-ray. Two commanded shocks were performed and resulted in shock impedance measurements which were within normal range thus the patient was discharge and follow up was scheduled. The system remains implanted. A save to disk was sent for review to boston scientific technical services (ts). No additional adverse patient effects were reported.